Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: an opening is observed split in patch area, it is out of specification assessed as a workmanship. Additional observations: ¿ crease fold observed on the device. ¿ white calcification observed outside the device. ¿ observed a broken plug strap assessed as an unidentified (tear) opening. No further actions are required as no lot number is provided and no further investigation can be requested for the split in patch event.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.